Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 38 synergy ii drug-eluting stent, the stent was noted to have a small bump. The device never entered the patient's body and the procedure was completed with a different size synergy stent. No patient complications were reported.